Manufacturer narrative:
(B)(4). Batch #:112a39. The device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm: did mersilk and reusable clip applier/clip adequately control the bleeding during the neck procedure? Was there any change to procedure? Was there any change to post-op care of patient? Was there any patient consequence? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a neck dissection procedure, the device failed to trigger correctly and as a result tore vessel. Bleeding occurred and surgeon used mersilk and ethilon ties to control the bleeding. Reusable clip applier and clip cartridges were used after bleeding was controlled. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2022. D4: batch # 112a39. H2: additional information received: they no longer have he device as they have disposed of it. The staff said the clip applier snagged on the vessel and caused a bleed (but they were not sure it was a product error or a human error). They reported device was removed at the same time as the jaws were opened (as opposed to opening the jaws fully first and then removing the device). The patient was okay in the operation and no damage or harm was caused to patient. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. H6: type of investigation: updated to device discarded (b18) due to additional information received.